Event description:
It was reported that the reason for the future surgery is inadequate coverage from therapy.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Product manufacturer reference number: 3006705815-2019-03107. It was reported that the patient will be having a surgery to revise the leads. The reason for the planned surgery was not given.